Event description:
A healthcare facility in (B)(6) requested a routine service for iw932 cosycot infant warmer. Upon device assessment it was discovered that the heated head was damaged. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw932 cosycot infant warmer head was returned to our fisher & paykel healthcare regional office in the UK for a routine service where it was inspected by a trained technician. The unit was performance tested, repaired, and returned to the customer. Results: visual inspection of the returned device revealed that the heater head case was damaged. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. It must be noted that the complaint device is over fifteen years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaradehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discoloration, crazing and eventual cracking of the highlighted plastic surfaces."